Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 75ml/hr and 50ml and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the pump is being programmed for 500ml of vtbi and it will not stay at 500ml, it decreases the vtbi to 50ml. The medication they are giving is remicade and the rate changes throughout the infusion. They start at 75cc/hr then increase to 125cc/hr then increase to 200cc/hr then increase to 375cc/hr. It is not clear at which rate the pump changes the vtbi back to 50ml from 500ml. They are using tubing ref# 352904. No injury reported."